Manufacturer narrative:
E1: initial reporter establishment name (complete): (B)(6) hospital; (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited image flicker, and image noise during reprocessing. There was no mention of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added to the following fields: d8, h2, h3, h4, h6. The device was returned to olympus for inspection and the customer's reported issue was confirmed. It was also discovered during the inspection that there was foreign material adhered to the bending section cover. Based on the results of the investigation, it is likely the reported image issues occurred due to a damaged printed circuit board in the scope connector. In regards to the foreign material found on the bending section cover, a definitive root cause could not be determined. The foreign material could not be identified and the cause of why the material remained in the device could not be specified. Furthermore, it was confirmed that reprocessing was performed in accordance with the instructions for use (IFU). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.